Manufacturer narrative:
An issue with the gear pump was the most likely cause. The gear pump was replaced and the analyzer was confirmed to be running within specification.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low alp2 alkaline phosphatase for one patient sample. The initial result was 67 u/l and was reported outside of the laboratory. Two hours later, the sample was repeated and the result was 841 u/l. There was no allegation of an adverse event. The reagent lot number was 244278. The expiration date was requested but was not provided. The field service engineer cleaned the sample probe.